Manufacturer narrative:
The complaint is confirmed. Two unpackaged and two sealed pouches of ar-1927bcf serial/batch number (B)(6). Were received for investigation. Upon visual evaluation of the two open/used devices, no problem was noted with the shaft and handle. However, the two received bios/screws are broken off. Only a small part of each bio was obtained for evaluation. No sharp edges on the shaft¿ tip was found. Visual evaluation of one device of the sealed pouches found no issues with the handle, shaft, sutures, or bios/screws. No sharp edges were observed on the device¿s shaft¿no problems with the bio/screw. The most likely cause for the reported failure is user error for applying excessive force during use. Per dfu-0087. Section e. Warnings. 6. Bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion.

Event description:
It was reported that during a rotator cuff repair surgery the anchor / screw broke. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 25-jan-2023. It was confirmed that all broken parts were retrieved from the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff repair surgery the anchor / screw broke. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.